Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-jan-24. It was reported that a catheter revision was performed on (B)(6) 2019 and it was discovered that the catheter was occluded at the pin connector and collet area. Once the pump segment was removed the intrathecal catheter end had cerebrospinal fluid flow. The pump section of the catheter was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had no pain relief on (B)(6) 2018. The patient had requested an increase in medication on each date and it was provided. On (B)(6) 2019, the catheterdye study was performed with a result of dynamic kink in catheter. It was indicated the event was related to the device or therapy. The catheter was explanted and replaced on (B)(6) 2019 and returned to the manufacture. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was 135 lb.

Manufacturer narrative:
Concomitant medical products: product ID 8784 serial# (B)(4) implanted: (B)(6) 2018 product type catheter. Product ID 8782 serial# (B)(4) implanted: (B)(6) 2018 product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care provider via a device manufacturer representative on (B)(4) 2019 it was reported that the cause of the issue was unknown. When asked what specific actions were taken to resolve the issue during the catheter revision, it was noted that "nothing was scheduled yet" which contradicts the previously reporting information of a catheter revision occurring on (B)(6) 2019. The patient's weight was not provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). Product ID: 8782, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient receiving fentanyl (unknown concentration at 165.83 mcg/day), bupivacaine (unknown concentration at 1.6583 mg/day), and morphine (unknown concentration at 0.3376 mg/day) via an implantable infusion pump. The indications for use regarding the pump was non-malignant pain and post-laminectomy pain. It was reported that the patient was having surgery and wanted to know what needed to be done with the pump. The patient had a herniated disc that ruptured prior to her getting the pump. A week before the pump was implanted she went to move something and that is when the disc ruptured. When the disc ruptured it started causing bladder issues and it was crushing the nerve. The pump was put in for pain; the patient has a 3-level fusion. The patient was described as being in rough shape. When the patient first ruptured their disc, their pain was mainly in her lower back and in the last 3 weeks she has had horrible pelvis pain and pain shooting down one leg. The patient was also having terrible rectal pain that kept getting worse and worse. It was indicated that the pump was not helping with the pain caused by the ruptured disc. The date of the event was described as being in the last three weeks in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). It was further noted that the physician told her company representative that they needed to turn the pump and the physician would pull the catheter prior to surgery because she might not need the pump after surgery. The patient was to discuss their concerns with the healthcare provider (hcp) at a refill on (B)(6) 2018. On (B)(4) 2019, additional information was received from a healthcare provider via a company representative. Sometimes the patient felt like she received a bolus as it was helpful but then sometimes not. On (B)(6) 2018 the surgery had occurred, and the patient thought the issue began around that time frame. In (B)(6) 2018, at the last pump refill, there was an increase in the intrathecal dose due to an increase in the patient¿s pain. Over the last month the patient has not been reaching efficacy as well so on (B)(6) 2019, the physician attempted a catheter dye study and was unable to aspirate via the catheter access port (cap). It was noted that the physician pulled on the patient¿s skin to free up tissue and pulled back on the anchor and then the cerebrospinal fluid (csf) flowed back well. When the skin went back to its normal positioning they were again not able to aspirate via the cap. Further reported that the catheter was confirmed as having been kinked. The catheter was revised on (B)(6) 2019. On (B)(6) 2019 additional information was received from a consumer. It was reported that the patient had started to feel icky on an unknown date. It was further reported that the patient just had lumbar surgery in (B)(6) 2018 because their disc was blown which was unrelated to their pump. The patient also got a cold a couple days ago in (B)(6) 2019. It was indicated that they had decreased the drug in the pump on (B)(6) 2019 (date of the revision). The model / serial number of the patient¿s catheter was requested. The patient was to follow-up with their hcp and was working with their physician¿s office. The patient¿s pump was currently administering fentanyl, bupivacaine, and morphine; drug concentrations and dose rates of each drug was unknown. No further complications were reported.